Event description:
It was reported there was an infection and the health care provider was going to access the side port catheter access port (cap). The patient had a ¿re-bleed¿ after her first stroke. The pump was used to deliver lioresal, 500mcg/ml at 120mcg/day.

Manufacturer narrative:
Product ID 8780 lot# serial# (B)(4); product type catheter. (B)(4).